Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for barrel clamp test. The tech recommends replacing the barrel clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, technical support was unable to determine the probable cause of the reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed preventive maintenance for barrel clamp test. The tech recommends replacing the barrel clamp. No additional information was provided. There was no patient involvement.